Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the collet and the plunger clamp in the reported problem area of the pipetter assembly was dirty and stuck. A new tip clamp, plunger clamp and lld contact spring was installed. The instrument was cleaned, tested without further problem and returned to service.